Event description:
The customer reported via phone call that emergency medical service was dispatched and she was treated in the emergency room due to low blood glucose. Other blood glucose level reported was 20 mg/dl from (B)(6) 2020. Customer was treated with intravenous fluid, sugar water, and food. Customer stated that the retainer ring was partially missing. Sensor was not used (so auto mode feature was not used).

Manufacturer narrative:
The initial report had the incorrect information. The updated summary narrative information has been provided in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in emergency room and emergency medical services due to low blood glucose. Blood glucose reading was unknown at the time of incident. Other blood glucose level was 20 mg/dl. Customer experienced seizing and passed out. Customer was treated with intravenous injection, sugar water and food. Customer declined troubleshooting. Customer stated that the retainer ring was missing. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.